Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor was not returned to senseonics for evaluation. Also, user stopped responding to communication. So, no further information could be gathered. As a result, customer complaint could not be confirmed and no investigation could be performed. More over, sensor was removed from the patient's arm.

Event description:
Senseonics was made aware of an instance where patient reported that he feels tingling in his left hand and said "it felt like if cold water is running down my arm". Also he reported heaviness in this left arm. There is no bruise, swelling or wound. However, doctor decided to remove sensor on (B)(6) 2020.